Manufacturer narrative:
Concomitant: product ID 977a260, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 97714, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type implantable neurostimulator. Product ID 977a260, serial# (B)(4), implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type lead. Product ID 97792, lot# n540074, implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The consumer reported via the manufacturing representative that the patient was in a car accident and had rib and stomach stimulation following the accident. The patient's coverage was appropriate prior to the accident and the patient was on high density programming that was most effective. Additionally the patient complained of not being charged with charging 8 hours per day. The patient had multiple reprogramming's without success. The battery and leads were explanted and replaced with a paddle lead and new battery. The issue is considered resolved. Patient indication for use in failed back surgery syndrome and spinal pain.

Manufacturer narrative:
(B)(4). Analysis of the lead (s/n (B)(4)), found no significant anomalies. The lead body outer insulation was melted.